Event description:
It was reported that this patient had an erosion with infection and sepsis. The entire system was subsequently explanted and the patient was given a life vest until a new system could be implanted. No additional adverse events were reported.